Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the catheter hub leak during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one image showing an arterial catheter whilst inside the patient. A syringe was attached to the catheter hub. Visual analysis revealed a build-up of blood around the hub opening and around the insertion site. Therefore, the report of leaking was confirmed from the photo. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "indwelling catheter should be routinely inspected for patency, security of dressing, and possible migration". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the catheter hub leak during use on the patient. They changed a new one." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".